Event description:
It was reported that during an unknown procedure the device would not work and was placed in a biohazard bag with no information and held for the rep. There is no procedure information or a surgeon contact provided. The bag was sent to materials with a note. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Closure trigger top. The analysis found that one (B)(4) device was returned for analysis. The device was received in good visual condition and without cartridge reload present. The device was tested for functionality in the articulated positions with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.